Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort in the scrotum and the reservoir had migrated from the space of retzius to the scrotum. A surgical procedure was performed to remove the original reservoir and replace it with a new one in proper position. No additional patient complications were reported.